Event description:
Update: (B)(6) 2013- patient's revision operative records were received. Records indicate the patient was revised to address increased metal ion levels and mild pain. Upon revision corrosion was found on the femoral head and trunnion. The stem and sleeve were added to the complaint and the complaint reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient had excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Patient is a resident of (B)(6). Update: (B)(6) /2013 - patients revision operative records were received. Upon revision, clear colored fluid with some debris was found in the capsule. Also noted was a metal stained capsule and corrosion on the trunnion of the femoral component. The stem and sleeve were added to the complaint and the complaint was re-opened. Dor: (B)(6) 2013 (right hip). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.